Event description:
Two level m6-c patient revised due to infection. Both devices were explanted. Both devices were intact at the time of removal.

Manufacturer narrative:
Additional information and the return of the device have been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified. This is two (2) of two (2) reports submitted for this event. Please refer to the additional MFR number: 3004987282-2022-00033 for details.